Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was high level of 400 mg/dl. Customer stated that her blood glucose was 100 mg/dl when pump went blank. Troubleshoot was performed and customer stated that contacts on battery cap were missing. The customer also had low battery alert. The insulin pump will not be returned for analysis.